Manufacturer narrative:
The customer biomed power cycled the device to resolve the issue. The pre use checks were then completed and the device returned to patient use. As the problem was discovered prior to use and a warning message displays with a continuous alarm, use of the device is prevented until the issue is resolved. The investigation findings showed no risk of serious harm and no serious risk should the event recur. However, spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2017, during pre-use testing a yellow triangle appeared with a continuous alarm. The device was not in patient use when the issue was discovered. No injury was reported.